Manufacturer narrative:
Literature citation: yamada m, takahashi. H, tauchi y, satoh h, matsuda .open surgical repair can be one option for the treatment of persistent type ii endoleak after evar. Annals of vascular disease 2015:08(03): 210-214. (B)(4). Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Additional patient and procedure information was requested but not provided.

Event description:
Literature citation: yamada m, takahashi. H, tauchi y, satoh h, matsuda .open surgical repair can be one option for the treatment of persistent type ii endoleak after evar. Annals of vascular disease 2015:08(03): 210-214. In a literature article titled, "open surgical repair can be one option for the treatment of persistent type ii endoleak after evar," it states a patient who had undergone treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses, developed a type ii endoleak. The endoleak resulted in aneurysm enlargement of 6mm. The type ii endoleak was treated surgically, by sacotomy and ligation of the lumbar artery. The lumbar artery was over sewn with 3-0 polypropylene suture. It was confirmed by direct visual inspection that there was no other source of bleeding. The aneurysm wall was partially resected and down sized, closing with absorbable sutures. The reported blood was described as "trivial". The patient did well following the procedure and was discharged from the hospital 10 days following the procedure. At a follow-up visit, 1 month following the procedure. No complications, including endoleak, were identified.

Manufacturer narrative:
Field corrected.